Event description:
Baxter columbia reports leak with homechoice set noted during apd treatment. No patient injury or medical intervention reported by affiliate. No further detail provided by baxter affiliate.